Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma at both incision sites. The hematoma was drained three times and the patient remains under medical supervision. There have been no reports of further complications regarding this event.